Event description:
It was reported that customer had issues with both regular and coude foley catheters where the ballon either did not deflate or when filling the balloon water started squirting out of the port like there was a hole in it. One of the nurses told they had 4 separate issues like this in the past month. They had to reinsert foleys and putting increased risk for trauma and infection to the patient. Not sure if customer had a bad batch of foleys. Representative advised sometimes the syringes did not get pushed on snugly enough which either caused the connection to squirt or leak or not allowed for inflation or deflation. When the syringe in attached firmly or snugly, the water was able to inflate or deflate with ease and also not leak.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The potential root cause for this failure mode could be thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft¿ and might be contributed by user related, example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had issues with both regular and coude foley catheters where the balloon either did not deflate or when filling the balloon water started squirting out of the port like there was a hole in it. One of the nurses told they had 4 separate issues like this in the past month. They had to reinsert foleys and putting increased risk for trauma and infection to the patient. Unsure if customer had a bad batch of foleys. Representative advised sometimes the syringes did not get pushed on snugly enough which either caused the connection to squirt or leak or not allowed for inflation or deflation. When the syringe in attached firmly or snugly, the water was able to inflate or deflate with ease and also no leak.